Event description:
A report was received that the patient was experiencing residual pain after the scs implant. The patient will undergo a lead revision procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50, serial#: (B)(4), description: linear st lead, 50cm.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure to improve lower limb stimulation. During the revision, the leads were replaced per physician¿s preference. No device malfunction was suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing residual pain after the scs implant. The patient will undergo a lead revision procedure.